Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted the right ventricular lead exhibited high pacing threshold. No noise was noted, threshold and sensing were within normal limits, and no inappropriate shocks were delivered. The lead was explanted and replaced (B)(6) 2019. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Additional information received noted the day the patient presented for the right ventricular lead replacement procedure on (B)(6) 2019, it was noted the lead exhibited noise episodes.